Manufacturer narrative:
Initial report sent: 9/27/2007.

Event description:
Procedure type: lap rectum. According to the reporter: the surgeon experienced difficulty squeezing the handle completely. A leakage was noted and malformed staples were observed on the tissue specimen. Oozing bleeding under 200cc occurred and another device was applied to complete the procedure. No pt injury was reported.